Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device and the patient's right ventricular (rv) lead were associated with a remote monitoring alert for a high out-of-range shock impedance measurement. The physician is monitoring the issue and patient. No adverse patient effects were reported.